Manufacturer narrative:
Analysis revealed the catheter body had dried drug, blood, or foreign material occlusion. Conclusion code no longer applies to this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was clarified that the patient was hospitalized on (B)(6) 2016. The patient had an alcohol and smoking history and had physical therapy for activities of daily living and work therapy starting (B)(6) 2016. The cerebral infarct was also described as ischemia. The patient was administered gabalon intrathecal 0.05% at 75 mcg simple continuous from (B)(6) 2016. The patient received gabalon intrathecal 0.02% at 400 mcg in flex from (B)(6) 2016. The patient was administered this same concentration but at a dose of 440 mcg from (B)(6) 2016. On (B)(6) 2016 in simple continuous the patient received 0.02% at 550 mcg noting a dosage decreased. The patient¿s symptoms were also reported as ¿symptom worsening spasmodic response¿ and spasmodic symptoms. It was further clarified that ¿back side¿ meant the intrathecal catheter. During the catheter revision on (B)(6) 2016, suction by the 26g needle was not possible from the lumen or the location of the tip. It was further noted that the cop due to the adhesion or deviation of the dorsal tube's pointed end was suspected. There was no further clarification regarding what cop meant or information pertaining to the adhesion at the tube tip.

Manufacturer narrative:
Concomitant medical devices: product ID: 8781, lot# n572760004, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a health care provider regarding a patient in (B)(6) who received gabalon intrathecal of 94 mcg from (B)(6) 2016 and continuing. The patient's underlying disease was a cerebellar infarction. Also reported was cadasil: cerebral autosomal-dominant arteriopathy with subcortical infarcts and leukoencephalopathy with onset date of (B)(6) 2010. There were no complications or past histories of adverse reactions. There were no concomitant medications. It was reported that in late (B)(6) of 2016, (B)(6), the patient experienced increased spasticity that the spasticity reactions were aggravated of the lower limbs (from a trip diary, it was not reported). At a routine pump check on (B)(6) 2016 the aggravation of spasticity reactions were confirmed. On (B)(6) 2016 the physician noted that due to leg spasms that had been worsening since late (B)(6), and the spasticity was not improved. The patient underwent a medical exam at a hospital. Despite the dosage being adjusted, the patient had still not recovered. On (B)(6) 2016 a catheter study and rotor study were conducted. The catheter contrast study led to suspicions of catheter trouble as a result of insufficient drug absorption due to/from the catheter access port (cap). This was also reported as the drug could not be aspirated from the cap. A catheter x-ray study was not performed noting "improper implementation" and could not be performed. It was also reported that the catheter fluoroscopy images was aborted as cerebrospinal fluid (csf) could not be aspirated. It was later reported that a catheter x-ray study was now reported to have occurred on (B)(6) 2016 with abnormal findings noted as none. In the rotor study, the pump's operability was confirmed to be normal. The physician's notes included the possibility of some sort of device trouble was suspected. As of 2016-08-24 a baclofen test identified that effect reactions were good. Therefore, the issue was considered to be catheter issue. This was reported as not serious, unrecovered, unrelated to the investigational drug, pump, programmer, and procedure. However, it was unknown if this event was related to the catheter. After the baclofen screening on (B)(6) 2016, the aggravation of spasticity persisted and a catheter replacement took place on (B)(6) 2016. Although aspiration from the lumen with a 26g needle was attempted at explant, the drug could not be aspirated from the tip and the cause of this was reported as unknown. It was also reported that a tube occlusion in the back side was confirmed. The physician's assessment noted an adhesion to the tube tip in back or "cop" due to inflammatory swelling was suspected. There was no issue with abdomen side. As of (B)(6) 2016 the severity increased to a "3-severe" in which hospitalization or prolonged hospitalization was required to address the adverse event as a catheter replacement was now reported to have occurred on (B)(6) 2016. As of (B)(6) 2016 the outcome of the event was unknown as this report was right after the adverse event occurred.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.